Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) levels (800 compared to baseline of 300). Integrillin was initiated and ldh returned to baseline. When integrillin was stopped, however, ldh levels rose again. Intermittent power spikes were noted. The patient experienced some shortness of breath as well as suspected heart failure signs and symptoms. The patient had suspected pump thrombus. The patient's pump was exchanged for a heartmate 3 via sternotomy on (B)(6) 2020. The pump will be returned for analysis. The patient was admitted from (B)(6) 2020. The patient was off of aspirin for over 1 year due to severe gastrointestinal bleeding requiring multiple transfusions. The patient had a few power spikes but no other changes in pump parameters that may have contributed to thrombus. The patient had a high lactate dehydrogenase greater than 800 even with integrillin perfusion. The account decreased slowly with perfusion and spikes early after cessation. The patient status was well before a pump exchange to heartmate 3.

Event description:
Additional information: related manufacturer reference number 2916596-2021-00111.

Manufacturer narrative:
No additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the gastrointestinal bleeding was reported under MFR #2916596-2021-00093. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6).was returned assembled with the driveline (dl) severed approximately 5¿ from the pump nipple housing. A distal portion of the dl was returned measuring approximately 11¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port; however, the sealed outflow graft and bend relief had been severed close to their hardware. The remainder of the sealed outflow graft and bend relief material was not returned. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), a soft, pink, tissue-like deposition was observed within the proximal-side of the outlet stator, adjacent to the outlet bearing ball. The lack of concentric layering and lack of areas of denaturation suggest that this deposition was not present for an extended amount of time while (B)(6) was supporting the patient. Additionally, the deposition did not appear to have formed in this location and likely, originally formed elsewhere. Although a specific cause for the development of the deposition and a duration for which it was present within the device could not be conclusively determined, if this deposition was present in the pump during operation, it could have potentially contributed to the reported elevated ldh and elevations in pump power. Upon removal of the deposition, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12dec2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Patient death while the hearmate 3 device was implanted was reported in manufacturer report # 2916596-2021-00111. The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) levels (800 compared to baseline of 300). Integrillin was initiated and ldh returned to baseline. When integrillin was stopped, however, ldh levels rose again. Intermittent power spikes were noted. The patient experienced some shortness of breath as well as suspected heart failure signs and symptoms. The patient had suspected pump thrombus. The patient's pump was exchanged for a heartmate 3 via sternotomy on (B)(6) 2020. The pump will be returned for analysis. The patient was listed as destination therapy. The patient was admitted (B)(6) 2020. The patient was off of aspirin for over 1 year due to severe gastrointestinal bleeding requiring multiple transfusions. The patient had a few power spikes but no other changes in pump parameters that may have contributed to thrombus. The patient had a high lactate dehydrogenase greater than 800 even with integrillin perfusion. The account decreased slowly with perfusion and spikes early after cessation. The patient status was well before a pump exchange to heartmate 3. The patient expired on (B)(6) 2020. The patient death was likely due to transfusion-related acute lung injury (trali) considering the patient's prolonged ventilation and failure to wean off ventilation. The account suspected patient reaction to plasma transfusion. An x-ray showed acute respiratory distress syndrome (ards) picture post transfusion. Cause of death was listed as ards due to trali. No autopsy was done. The pump will not be returned. The outcome was not device or therapy related.